Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4023-65, lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to the right atrial (ra) lead having dislodged and pulled back. The lead was found to have high thresholds and unstable p-wave undersensing with intermittent nonsensing of atrial fibrillation (af). The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.